Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced inguinal swelling, pain, fever, abscess, infected and necrotic mesh, scarring, recurrence, open wound, mesh displaced medially, purulent fluid in the inguinal canal, scar tissue, acutely inflamed fibrous tissue, and ascites. Post-operative patient treatment included revision surgery, treatment of abscess, excision of infected necrotic mesh, finished extended course of bactrim, started IV fluids, IV antibiotics of zosyn and vanco, incision and drainage of wound for purulent drainage, incarcerated sigmoid colon freed, and wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced inguinal swelling, pain, fever, abscess, infected and necrotic mesh, scarring, recurrence, open wound, mesh displaced medially, purulent fluid in the inguinal canal. Post-operative patient treatment included revision surgery, treatment of abscess, excision of mesh, and wound vac. Relevant tests/laboratory data: (B)(6) 2010: wbc 22, hematocrit 34, glucose 115. CT of the abdomen and pelvis showed a left lower quadrant (llq) psoas abscess measuring 2 x 2.5cm, and a fluid collection in the left inguinal canal measuring 3.9 x 2. (B)(6) 2010: pathology report from retained mesh, left groin revealed surgical mesh with surrounding granulation tissue and acutely inflamed fibrous tissue.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced inguinal swelling, pain, fever, abscess, infected and necrotic mesh, scarring, purulent fluid in the inguinal canal. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional info: e1 (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes, imf codes, device code and ime e2402: "abnormal wbc, hematocrit and glucose"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced adhesions, abdominal pain, spermatic cord damage, abnormal wbc, hematocrit and glucose, inguinal swelling, pain, fever, abscess, infected and necrotic mesh, scarring, recurrence, open wound, mesh displaced medially, purulent fluid in the inguinal canal, scar tissue, acutely inflamed fibrous tissue, and ascites. Post-operative patient treatment included CT scan, medication, revision surgery, treatment of abscess, excision of infected necrotic mesh, finished extended course of bactrim, started IV fluids, IV antibiotics of zosyn and vanco, incision and drainage of wound for purulent drainage, incarcerated sigmoid colon freed, left groin exploration, hernia repair with new mesh, on-q pain control catheter insertion for postoperative pain relief, and wound vac.